Manufacturer narrative:
Occupation: occupation ni equals lay user/ patient.

Event description:
The initial reporter complained of a display issue with their coaguchek xs meter serial number (B)(4). The customer initially complained that they could not read the meter display, the screen was too faint. The customer changed the batteries but the screen was still faint. While performing a display check, if the customer tilted the meter they could see the "88.8." The customer stated there were display segments missing. This could lead to the misinterpretation of results. There was no allegation of any results being misinterpreted. There was no allegation of an adverse event. The customer's meter was requested for return.